Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused bladder cancer and respiratory failure from an unknown bacteria. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experience bladder cancer and respiratory failure from an unknown bacteria. There was no medical intervention required by the patient. The reported event of bladder cancer and respiratory failure from an unknown bacteria and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the device at the distributer and at this time no further investigation can be performed. If any additional information is received, a follow-up report will be filled.

Manufacturer narrative:
Additional information was received on mar 07, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, bladder cancer and respiratory failure from an unknown bacteria that are related bipap device's sound abatement foam. There was no medical intervention required by the patient. The reported event of bladder cancer and respiratory failure from an unknown bacteria and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary.there was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an investigation, the manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, pca, blower, blower box, p4 power connector. Missing accessory module flip door. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination in the airpath, likely from a source external to the device and manufacturer unable to address the patient's symptoms. Sections d9, g3, h2, h3, h6 has been updated in this report.